Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported no external power event was confirmed via log file analysis. The heartmate mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately three days ((B)(6)2022 per timestamp). No external power events were active on (B)(6) 2022 from 06:56:50 to 06:57:04 and 06:57:57 due to loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system, and the pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit while the driveline connected. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Per account, the mpu-47958 was not exchanged or removed from service. The mpu will not be returned for further analysis. Due to the mpu-47958 being unavailable for analysis, the complaint file will be closed without further action. Low voltage hazard alarms were active on (B)(6) 2022 from 06:56:50 to 06:57:04 and 06:57:57 due to losses of ac power while connected to the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm condition and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the (B)(6) was manufactured in accordance with mfg and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that te patient was in the emergency department at the time of the no external power alarm and it was suspected that the staff accidentally disconnected both power sources at the same time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2022, a no external power event was observed in the ed around 06:56 enabling the external backup battery and the alarm was resolved once power was restored to the system controller. A power cable disconnect alarm was also noted.